Event description:
The plaintiff's attorney alleged that the decedent experienced several cardiovascular events while on dialysis on unk date(s) and subsequently experience a cardiac arrest and expired (date unk) after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same pt involving two separate products; associated mdrs #1225714-2014-00354, 00355 and 00356.